Manufacturer narrative:
(B)(4). The device was evaluated and passed the homechoice return instrument test / evaluation (rite) electrical tests performed by the product analysis lab (pal) but failed the rite functional tests due to reload the set (rls) 152 alarm (volumetric standard right pressure leak). Review of the returned device logs revealed no previous occurrences of a rls 152 alarm. The assignable cause of rls 152 alarm was determined to be damaged vsr transducer tubing. The assignable cause of the iipv found in the logs was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The service history was reviewed and the device has not been previously returned for any issues related to iipv or rls 152. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Event description:
During initial assessment, an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(6) 2010 during drain cycle 2. The drain volume was 3394 milliliters (ml). The prescribed fill volume was 2000ml. This drain meets iipv criteria.